Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that on (B)(6) 2020, they were unable to turn the implanted neurostimulator (ins) back on because they were seeing a doctor screen with an informational power on reset (por) on their programmer and recharger. The patient was assisted with clearing the por, and while doing so their programmer indicated the programmer batteries were low. The patient changed the programmer batteries and then they tried clearing the por message again, which was successful. The patient confirmed they could turn the ins back on. No symptoms were reported.